Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020 explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient stated that her pain had increased the last few weeks, so the hcp performed a dye study. During the dye study, the hcp was not able to aspirate csf (cerebrospinal fluid) from the cap (catheter access port) and felt resistance. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient denied any falls or accidents. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. Surgical intervention was planned, but not yet scheduled.